Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the product in question was used in the surgery via orif for a clavicle fracture. During the surgery, the surgeon placed four screws through the plate and then drilled to place the fifth locking screw. Later, when he inserted the said product and attempted to measure, he looked at the image and said, "the hand is moving, but the tip of the product is not." When he removed the product from the bone, the tip broke off and remained inside the body. He grabbed the fracture with a mosquito pean and removed it from the body. There are no pieces in the patient's body. The surgeon confirmed this by x-ray. The patient outcome is stable. No further information is available. Concomitant product details: unk - screws: locking (part # unknown, lot # unknown, qty - unknown), unk - plates: trauma (part # unknown, lot # unknown, qty - unknown) this report is for one (1) depth gauge 2.7/3.5 0 - 60 this is report 1 of 1 for complaint (B)(4).